Manufacturer narrative:
H4: the lot was manufactured between november 09, 2020 to november 10, 2020. H10: the device was received for evaluation. Visual inspection revealed that the bladder was ruptured. The ruptured bladder was further examined to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume intermate ruptured. The issue was identified before use. There was no patient involvement. No additional information is available.